Manufacturer narrative:
B4. Date corrected to actual date of report, 13-sep-2019.

Manufacturer narrative:
A customer in germany notified biomérieux of an organism misidentification of enterobacter hormaechi (atcc® 700323¿) as enterobacter cloacae in association with the vitek® ms system. Biomérieux investigation was conducted. Evaluation of the test data submitted from the customer system, it was determined the system was operational during the tests. Fine tuning indicators show acceptance criteria were met (status good) during customer tests. In addition, the calibrator "all peaks" values are homogeneous. The customer's spot preparation quality is acceptable. As the expected identification is enterobacter hormaechei, this species was confirmed to be present in the vitek ms kb v3.1 knowledge base (kb). The test data was re-processed using vitek ms kb v3.3 (under development); all spectra led to the same identification result (enterobacter hormaechei spp streigerwaltii). With kb 3.3, modifications were made for the identification of enterobacter species. Strains have been re-classified with more accurate sequencing methods (gyrb). The investigation concluded the root cause as the vitek ms kb v3.1 knowledge base capabilities related to this specific organism identification of enterobacter cloacae. Complaint trend analysis was performed related to complaints recorded for organism misidentification due to knowledge base. Since (B)(6) 2016, no other complaint has been recorded for a similar identification issue: enterobacter cloacae / asburiae instead of enterobacter hormaechei.

Event description:
A customer in (B)(6) notified biomérieux of an organism misidentification of enterobacter hormaechi (atcc® 700323¿) as enterobacter cloacae in association with the vitek® ms system. Repeat testing via vitek ms provided the same discrepant result. Sequencing resulted in the expected result of enterobacter hormaechei. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any person's state of health, as there is no patient associated with the atcc strain, a biomérieux internal investigation has been initiated.